Event description:
The customer received control results of 77 and 23mg/dl on the contour next link. The meter did not automatically mark them as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. Customer returned the control solution for evaluation. New strips, meter and control were sent to the customer.

Manufacturer narrative:
This information was not provided in the initial report.